Event description:
The customer reported that the insulin pump had a motor error alarm. Troubleshooting was performed, and the device failed the displacement test. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. The customer's glucose reading at time of call was 222mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to verify displacement test or prime anomaly due to motor error alarm.